Event description:
Hx of symptomatic bradycardia with pauses up to 5 sec/had pacemaker placed in 1992. During past year noted episodes of dizziness and exertional fatigue. This became worse month prior to admission. EKG done 3/97 demonstrated failure to sense. Admitted on 5/7/97, pacemaker replaced electively, lead was capped and ventricle lead placed. An attempt was made to gain access for a atrial lead but was unsuccessful. Pt had uneventful post op course- no more complaints of dizziness. No problems since discharged.